Event description:
Through the tmj study, it was reported that the patient had a revision surgery due to osteoarthritis and pain.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The device was returned and analyzed as part of the (B)(6) study. This supplemental report is late information received from the (B)(4), which was reported as expected to the ps studies program, but inadvertently not recognized as 803 reportable until after the close of the study. According to the study: the failure modes identified were "static-overstress" and "material failure." The cause of failure was determined to be "biological." Concerning the mode of failure, it is stated in the study that the only finding to the device reported during the revision surgery was scratches on the fossa. There were areas of severe scratching, change of shape and mechanical damage to the fossa and areas of light scratching on the condylar head of the mandible reported in stage I analysis. These observations are consistent with device removal. If these findings were present during the time of device implantation, they may have contributed to the revision surgery. It is possible that permanent deformation of the device due to application of a force greater than the materials¿ strength occurred prior to removal and contributed to failure. The study indicated moderate wear on the articulating surface of the fossa over a 1.5cm2 area, and a change in surface roughness between a worn and unworn area of 0.24¿m. The study also indicated embedded particles on the posterior articular surface. The source of these findings is unknown and not believed to be related to the mode of failure. However, it is possible they could be the result of repeated load and fatigue, and are listed as a possible mode of failure. Concerning the cause of failure, it is stated in the study that the revision surgery was the result of a biological response (infection). Note purulence in ear and fistula with direct communication to fossa component. It is possible that the revision surgery was directly attributable to material damage of one of the components, e.g. Breakage or particulation of the material. There were multiple findings from the study including wear, scratching, change of shape, mechanical damage, embedded particles, discoloration, etc. On the fossa and mandibular components. Although these findings appear consistent with the instruments and techniques for device removal, or may have occurred after device removal, it is unknown when they occurred. Therefore, material failure is a possible cause of failure. This is report 1 of 2 for the same event. Report 2 of 2 is reported on MFR #0001032347-2012-00157-1.